Manufacturer narrative:
The product is not expected to be returned for analysis.

Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. This s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. This s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD exhibited oversensing while still implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. This s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The product is not expected to be returned for analysis.

Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled. In addition, this patient receiving an inappropriate shock. Technical services (ts) reviewed noting the signal amplitude around the sp episodes was small, which could be due to system movement. This patient was brought into the clinic. Ts assisted the health care professional (hcp) with running manual setup, in which the sp feature was enabled. This s-ICD was experiencing difficulty acquiring a reference subcutaneous electrocardiogram (s-ECG). The hcp ordered imaging for this patient. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to infection. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD exhibited oversensing while still implanted.